Event description:
Subtotal hysterectomy with use of johnson & johnson ethicon prolene mesh. Following surgery, I experienced pain in bowel (rectum) and bladder which I could not live with. I could palpate internally the mesh which was hard and had flexibility like a credit card. It would have eroded in vagina. Also caused abdominal discomfort which was worse with any movement, could not sit for long. Surgery to remove mesh took 5 hours. Pain from mesh was gone after surgery to remove it. Now the pain is a result from all the dissection, pulling and scraping from surgery. I have pain in abdomen from navel down and from hip to hip. I have been rushed into emergency room twice for bowel obstructions which were resolved by pain killers (morphine). The longer the mesh was inside the more dense and harder it got. It did shrink in size and the edges were prickly. Would never suggest anyone have this type of hysterectomy. Women must be well informed of the possible side effects and risks of this surgery. The longer the mesh is inside, the harder to get out. This mesh is a petroleum product with not enough research as to long term effects. It's not worth the chance. I hope this report helps other women in the future. I wish I had known more, too late now! If you have any questions please do not hesitate to call me or email. I would like a follow up report if possible to know if the product was defective or if other women have experienced the same problems. This surgery has completely turned my life upside down and inside out. My life now is just appointments, tests, phsyio ...